Event description:
It was reported that vessel rupture and catheter shaft rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee vessel (acrotarsium or plantar artery). A 2.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the patients vessel ruptured when the balloon was inflated at 12 atmospheres. Following removal of the device it was noted that the balloon shaft was ruptured. Another balloon catheter was selected to treat the ruptured vessel and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code (B)(4) relates to component code (B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation and wire lumens. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 10cm from the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel rupture and catheter shaft rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee vessel (acrotarsium or plantar artery). A 2.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the patients vessel ruptured when the balloon was inflated at 12 atmospheres. Following removal of the device it was noted that the balloon shaft was ruptured. Another balloon catheter was selected to treat the ruptured vessel and the procedure was completed. No further patient complications were reported.